Event description:
It was reported that the device had all three (wrench, charge pak and attention) icons illuminated. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control's further investigation determined the cause for the reported issue to be depleted internal hlc batteries. Further cause for the battery depletion was not determined. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for further analysis and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.